Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer change the infusion set tubing and site twice. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was delivered to address the bg level. During troubleshooting with tandem customer technical support (cts), the customer reported that the fill estimate was inaccurate. Before troubleshooting could be completed, the customer's call was disconnected. Cts attempted to contact the customer. Five days later, the customer reported that the "problem" was resolved and that the cartridge had been inadvertently filled with lantus instead of humalog.